Manufacturer narrative:
No medical records were provided to the manufacturer. An image was provided. The lot number for the device was provided. The device history records and image are currently under review. The device was returned to the manufacturer for evaluation. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during placement of the vascular stent graft in the loop graft, the stent graft allegedly deployed in an unintended placement site. Reportedly, the delivery system was removed without incident, and a second endovascular stent graft was deployed. There was no reported patient injury.

Event description:
It was reported that during placement of the vascular stent graft in the loop graft, the stent graft allegedly deployed in an unintended placement site. Reportedly, the delivery system was removed without incident, and a second endovascular stent graft was deployed. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned with one x-ray image. Based on the image review two stents were overlapping at the proximal radius and another two stents were overlapping at the humerus and radius. No anomalies were noted during visual inspection. The system was flushed and guidewire patency was tested without issue. No further testing was viable due to sample condition. Therefore, the investigation is inconclusive for malposition of the stent as the device was returned deployed and the returned image could not confirm the failure. Based upon the available information, the definitive root cause for malposition of the stent is unknown. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).